Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report air bubbles in the reservoir.  Customer reported that the bubbles are large and small.  Customer's blood glucose at the time of the incident was 342 mg/dl. Troubleshooting was done.  Replacement product is being sent. The reservoir will not be returned for analysis.